Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; underweight, broken shell, around 0-25% of the shell is missing, fold creases, wear abrasion. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening. - missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.